Event description:
The catheter broke apart at the hub when the physician was in process of removing it from the pt. He placed a clamp at the end of the catheter and continued to remove the catheter. It broke a second time between the clamp and the patient's skin. The pt was not injured in the event.

Manufacturer narrative:
(B)(4). The product was returned in a used and damaged condition. A visual examination noted that the sheath had completely separated into 4 distinct pieces and the coil within had unraveled. We can advise that this product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. We will continue to monitor this device.